Event description:
It was reported that the patient was alerted of a red call doctor icon (rcd) from this implantable device's remote communicator. Boston scientific latitude support referred the patient back to their clinic. Information was requested regarding the specific device details and event resolution, but a response has not yet been received. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that the patient was alerted of a red call doctor icon (rcd) from this implantable device's remote communicator. Boston scientific latitude support referred the patient back to their clinic. Information was requested regarding the specific device details and event resolution, but a response has not yet been received. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that the patient was alerted of a red call doctor icon (rcd) from this implantable device's remote communicator. Boston scientific latitude support referred the patient back to their clinic. The field representative confirmed that this rcd was the result of an external communicator malfunction and the communicator has since been replaced. At this time, the device remains implanted and no adverse patient effects were reported.